Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Upon receipt at our quality assurance laboratory, the fiber was analyzed. Visual analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge which likely may result in forward firing. The glass cap exhibits severe devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits severe charred detritus adhesion on its surface which is indication of prolong tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with helium-neon (hene) laser fixture, aim beam was observed at the output window. There are no signs of breakage along length of fiber. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber burnt out after 2,170 joules of use. The fiber was replaced with a second fiber, and the procedure was completed after 196,279 joules of fiber used without patient complications. It was noted that the saline flush was not used, there was tissue contact but no prodding or tissue manipulation occurred. The fiber was returned and analysis identified that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.